Manufacturer narrative:
A) the user-reported leakage issue was confirmed. A supplier corrective action request ((B)(4)) had been issued to address this issue. Root case was identified by the supplier that, during the bonding process of drip chamber to their components yielded an anomaly of "white fog". Operators did not identify this as a potential problem and proceeded to process entire lot with this anomaly. After the bonding process a leakage test performed and no leaks detected at that time. Mainly it is described as uneven adhesive coverage causing " white fog". Corrective action and preventive action (CAPA#(B)(4)) was taken by the supplier (xingda) to address this issue. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00140_complaint (B)(4)) on 10/27/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported leaking at the drip chamber of the IV set. No patient injury or harm was involved in this case.